Event description:
Patient underwent laparoscopic cholecystectomy. After nine days, he came back to the hospital and a bile leak was discovered by diagnostic laparoscopy. The surgeon stated that the endo clip that was applied during the initial procedure had fallen off the cystic duct. A new clip was applied during the second procedure nine days later.